Event description:
Complainant alleged that the device was unable to select an energy level and the device switched settings on it's own. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.